Event description:
It was reported that the patient presented in ER after receiving inappropriate atp and high voltage therapy due to over sensed noise on the lead. The noise could not be reproduced. Externalized conductors were noted via diagnostic imaging. The lead was capped and replaced. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.